Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : product code 129406710, work order (B)(4) was manufactured on 05 january 2007. (B)(4) parts were manufactured per specification and all raw materials met specification. There was one deviation associated with this lot: deviation 2094 ¿ to clear back orders and reduce buffer quantities in the cleanroom area, allow processing of parts through station 6 (not previously dedicated to lcs product). Vacs0002 and bars4004 already validated to cover this product type packaging. Not relevant to complaint.

Manufacturer narrative:
Product complaint # ==> (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had his primary lcs done by mr (B)(6) at (B)(6) health campus on the (B)(6) 2011. Patient experienced "sudden onset of pain" in the knee a few weeks ago and was reviewed by mr (B)(6). Mr (B)(6) suspected there was an issue with the insert and elected to do a revision to replace the primary insert (he felt it may be fractured or cracked). Upon opening the knee there was no obvious damage to the insert, and mr (B)(6) felt the implant was in reasonably good condition in his opinion, but there was some damage to the patella button (cause unknown). There was significant synovitus surrounding the joint. Surgeon debrided the affected tissue and replaced the insert and patella button. No details were available regarding the mechanism that lead to the onset of pain (no mention of fall or other injury given). If other, describe --> n/a, if other, describe --> revision knee - insert and patella button exchange., patient status/ outcome / consequences --> yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?--> inflammation and pain, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> yes, if yes, describe --> debridement and insert exchange., other information --> n/a, is the patient part of a clinical study --> unknown, ip-00958820 device property of -->none, device in possession of -->none, ip-00958821 device property of -->none, device in possession of -->none, by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.--> true.